Event description:
On april 15, 2021 the customer reported suspected false positives while running the taqpath¿ covid19 combo kit on a 7500 fast dx instrument on (B)(6) 2021. Thermo fisher's investigation of the supplied data files determined that the false result was caused by the customer's improper vortexing of the qpcr plate. Thermo fisher was able to confirm that one (1) false positive result was reported out to the physician and/or patient. The customer did not report any serious injuries or death.

Manufacturer narrative:
During review of the three (3) customer supplied data files, thermo fisher scientific identified one (1) false positive result on one plate out of 282 samples in three runs. The false positive result was attributed to baseline noise on the above referenced plate. The root cause of this was attributed to the customer not following correct vortexing parameters as outlined in the IFU. The customer was advised to follow the correct vortexing procedure as outlined on page 40 of the IFU (man0019181,rev j.0) to help prevent recurrence of the issue.